Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 5076-45, lead, implanted: (B)(6) 2009.

Event description:
It was reported that noise was present on the right ventricular lead. It was questionable whether this was due to a setscrew issue or possible fracture. When the pocket was opened, the setscrew appeared plugged in all the way, so the thought was a possible fracture of the lead. The lead was explanted and replaced. Upon examination of the atrial lead in the pocket, it appeared that the atrial lead also had a possible fracture. That lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.